Event description:
This event relates to the arterial flow channel becoming unavailable during weaning. The perfusionist mentioned that he had an alarm of arterial flow channel being unavailable and that the machine was alarming and he could not clear nor override the error. The perfusionist had to go out of weaning mode and finish the case manually. There was no patient harm.

Manufacturer narrative:
Investigation ongoing.